Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited t-wave over-sensing and marker anomaly, and the right ventricular (rv) lp was unable to be interrogated. No intervention was performed. There were no patient consequences.